Event description:
It was reported that following the pump replacement the reporter believed the new pump was ¿releasing too much baclofen and she is having baclofen toxicity.¿ the patient had been lethargic since the morning of the report. It was indicated that the patient was currently in the emergency room (ER) and was to be moved into a hospital bed. The device system delivered baclofen. It was further reported that the patient had arrived to the hospital with altered mental status. The healthcare provider (hcp) attempted to decrease the baclofen dose by 10%. It was indicated that the dose was decreased on 2013-11-02 or 2013-11-03. The dose was decreased from 959.5mcg/day to 832.2mcg/day. The patient was admitted to the hospital on (B)(6) 2013. The reporter stated ¿there are some things they are going to do but doesn¿t see it on the chart.¿ additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10975r43, implanted: (B)(6) 2002, product type: catheter. (B)(4).